Event description:
End user of device was navigating oudoors. Their casters were stuck in the snow, and end-user fell forward out of their chair. This fall resulted in multiple broken bones.

Manufacturer narrative:
There is no indication of product malfunction based on the narrative provided to manufacturer. The product met all specifications upon distribution to the end user.